Manufacturer narrative:
Getinge became aware of an issue with powerled surgical light. The suspension arm's bumper was damaged and part of it was missing on the device. The issue was confirmed by a photographic evidence. There was no injury reported. We decided to report the event based on the potential as any parts falling off into sterile field or during procedure may cause contamination. Getinge technicians replaced defective part. It was established that when the event occurred, the surgical light did not meet its specification as the bumper was damaged and part of bumper was missing, and the device contributed to event. There is no information if at the time when the event occurred the device was or was not being used for the patient treatment. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. The reason of this part missing on the bumper remains unknown. A collision with another device can lead to a detachment but not to a tear. The most likely cause is that this bumper would have been cut voluntarily with a tool. This case is until now the first one reported. We believe that all remaining devices are performing correctly in the market. Given the circumstances and after our review of complaint ratio behavior of this nature, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The correction of d4 model #, catalog #, serial # and h4 device manufacture date deems required. This is based on the internal evaluation. Previous: d4: model # ard568433010c; catalog # ard568433010c; serial # (B)(6). H4 device manufacture date 8th december 2015 corrected: d4: model # ard568370904. Catalog # ard568370904. Serial # (B)(6). H4 device manufacture date 10th august 2010.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 30th april, 2021 getinge became aware of an issue with powerled surgical light. The suspension arm's bumper was damaged and part of it was missing on the device. The issue was confirmed by a photographic evidence. There was no injury reported. We decided to report the event based on the potential as any parts falling off into sterile field or during procedure may cause contamination.